Event description:
The facility called alleging segments were missing on the device. Facility mentioned that playing with the test strip holder (tsh) seems to affect the lcd screen. Customer service was unable to resolve the issue and sent the pt a replacement meter. This case is being reported as a malfunction, since segments were missing on the meter.